Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received information stating that customer attempted to load two cartridges but did not see any drops coming out the end of the tubing. The customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin.